Event description:
Home pt reported fifteen incidents of dry minicaps. Pt noted the sponges were bright yellow in color, however, the sponges were hard. Per pt, no pt injury or medical intervention was associated with these incidents.